Manufacturer narrative:
The lead will not be returned as it was surgically abandoned in the patient. Should additional information become available, this event would be updated.

Event description:
Boston scientific received information that during this implant procedure when the physician attempted to place this right ventricular lead, it became entangled in the eustachian valve in the right atrium. The physician elected to surgically abandon the lead and place a new lead in the right ventricle. No further complications were experienced.